Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an ablation procedure. Upon interrogation of an implantable cardioverter defibrillator prior to atrial fibrillation ablation procedure, two episodes of non-sustained ventricular oversensing which appeared to be post paced t-wave oversensing (pptwos) were noted. Programming changes were made. Despite the changes post paced t-wave oversensing (pptwos) was still noted. The physician decided to leave the device as previously programmed. No patient consequences were reported, and the patient will continue to be monitored.